Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the size and felt that the cylinders were not even in the glans. A revision procedure was performed in which the cylinders and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.